Event description:
I am a type one diabetic and have used dexcom's g6 continuous glucose monitor for 7 years. In the last two years. I have begun developing a rash every time I use the medical device. It itches like crazy when applied, and turns into a very large rash after I take the device off. My daughter was recently diagnosed with type one diabetes and she's experiencing the exact same thing but much worse (she is 4yrs old). I reached out to the company and, as I understand it there is a new adhesive that they are using, but it past FDA approval because not enough people in the study complained. I would like to go on record as complaining as the old adhesive worked just fine for me. FDA safety report ID# (B)(4).